Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, station was frozen, and it seems the backup battery prevented them from resolving the issue. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was frozen. A field service engineer disconnected the connection data cable from the enterprise server refrigerator to pyxis and successfully performed a power cycle. The pyxis tower came up and was running. The power cable was damaged with a cut. The refrigerator key was not available. The battery was successfully powered down, and the refrigerator was rebooted. The power cord was damaged and required replacement. The power cord was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, station was frozen, and it seems the backup battery prevented them from resolving the issue. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.